Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported imprecision. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), a 2-3 mm lateral imprecision was observed while navigating the shaver blade in the ethmoid sinus. It was reported that the surgeon then navigated into the orbital and swelling of the left eye was observed. It was reported that the surgeon continued to navigate despite the swelling and that the patient was fine following the procedure. It was noted that the surgeon made no allegation of deficiency against the navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.